Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on 02/16/2016. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of maude event report mw5058792.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced pain, motility issues, severe abdominal cramping, and unable to function on a regular basis. The patient¿s right leg has started to cause her problems. As per patient, she was treated for chronic pain with a fentanyl patch plus up to eight percocet per day. On (B)(6) 2014 the patient requested safe withdrawal of opiates and succeeded for almost five months until she pulled something and more pain came of it. She started on tramadol. Currently, the patient¿s weight is (B)(6) lb. Additional information has been requested.

Manufacturer narrative:
Corrected b5 narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced pain, motility issues, gi issues, severe abdominal cramping and unable to function on a regular basis. The patient reported that the mesh has moved and she is unable to wear tight clothing due to breathing being compromised. The patient¿s right leg has started to cause her problems. As per patient, she was treated for chronic pain with fentanyl patch plus up to eight percocet per day. On (B)(6) 2014 the patient requested safe withdrawal of opiates and succeeded for almost five months until she pulled something and more pain came of it. She started on tramadol. Currently, the patient¿s weight is 146 lb. The patient was seen by a trauma surgeon on an unknown date and a CT scan was performed. The surgeon stated the mesh is fine and saw no mesh complications from the scan. Additional information has been requested. Corrected information: d6. Additional information: b7. Additional f-10 patient codes: 1750 ¿ not labeled, 3191 ¿ unspecified gi issues ¿ not labeled, 3191 ¿ breathing difficulties ¿ not labeled. Additional f-10 device code: 1395 - not labeled. This medwatch report is in response to receipt of maude event report mw5060905.